Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited loss of radio frequency (rf) telemetry. No intervention was reported. The patient was in stable condition.